Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk and transobturator tape. Later the pt experienced vaginal mesh exposure, pelvic pain and dyspareunia. A vaginal revision with mesh excision was performed.